Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa (excluder) endoprostheses. On (B)(6) 2019 angiography identified that the contralateral leg component of the excluder system was occluded. Reportedly the contralateral limb, located on the patient's right side, was occluded to the level of the flow divider. It was reported that the patient underwent a femorofemoral bypass. There were no further reported issues.